Manufacturer narrative:
Off-label use, under 21 yrs of age at date of implant. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo13.7, -04.50 diopter, implantable collamer lens was implanted, removed, and replaced intraoperatively with a shorter length lens on (B)(6) 2022 from patient's left eye (os) due to excessive vault. This resolved the problem. Cause of the event is reported as unknown.